Event description:
Patient reported "recently found out about the recall and found that bio cell implants were recalled." Patient additionally reported "capsular contracture with calcification, experienced multiple other symptoms that have resolved since explanting and are not device related, including hair loss, joint pain, poor recovery from exercise, weird body odor, brain fog/concentration issues and migraines." This is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, g2.

Event description:
Patient additionally reported "fatigue, temperature sensitivity, swollen glands in neck, inflammatory response to silicone breast implants and sinus congestion" which are not device related. This is for the left side device.